Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. No further information is available at this time.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was exhibiting shocking impedances less than 20 ohms. Technical services (ts) discussed that this is likely a lead issue, possible lead crush. No adverse patient effects have been reported. This patient was admitted into the hospital to undergo a revision procedure in the near future.

Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically cut and capped due to subclavian crush.